Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed nearly the entire length of the coiled wire of the guidewire was unraveled and broken, and the core wire was observed to be broken. The distal weld tip of the guidewire was observed to be missing and was not returned. Use residue was observed on the guidewire. A microscopic observation revealed the break in the core wire was tapered and granular in texture, which is typical of tensile failure due to excessive pulling force. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported that the guidewire became stuck in the needle. The guidewire was reportedly frayed. It is was also reported that when the PICC line was removed a 2cm piece of the guidewire remained in the arm but was removed successfully using a medical clamp. Another PICC with the same lot was used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu0713 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became stuck in the needle. The guidewire was reportedly frayed. It is was also reported that when the PICC line was removed a 2cm piece of the guidewire remained in the arm but was removed successfully using a medical clamp. Another PICC with the same lot was used.